Event description:
The facility representative contacted baxter to report a flogard pump for a broken cable. There was no patient involvement. The event occurred during set-up in the emergency room.. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a flo-gard infusion pump with a broken cable was confirmed and reproduced during evaluation. The cause of the reported condition was determined to be physical damage to the power cord. The power cord was replaced to fix the reported condition. A service history review revealed no previous service events were related to the reported condition. Baxter discontinued service and ceased all design related support on flo-gard 2m8063 (6201) and 2m8064 (6301) in the u.s. Region as of december 31st, 2010 ((B)(4)). Baxter continues to support the product in the latin america region and will do so until parts remain available. Per the flo-gard quality plan ((B)(4)) baxter will continue to collect product complaints but periodic monitoring/trending and analyses of the u.s. Complaints for product improvements will no longer be required. However, baxter will continue to monitor and report on death and serious injury (dsi) events and follow existing escalation processes (e.g., hha, MDR, fca etc.) To assess the impact on patient safety